Manufacturer narrative:
A ge oec service rep investigated the issue could not be duplicated. It was suspected the facility power fluctuated and caused the system to shut down. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system shut-off during a procedure.